Event description:
During the procedure, the staff noted that the knee positioner's velcro was pulling up from the base board, and thus not keeping the patient's foot secured in place. The device was removed from the field, and a new device was obtained. It is unknown whether the new device was of the same or a different lot.